Event description:
It was further reported via a literature article that the right ventricular (rv) lead exhibited a fracture.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: conduction system pacing in pediatrics and congenital heart disease: a case report and literature review. The jo urnal of innovation in cardiac rhythm management. 2024. 15, 5749¿5755. Doi: 10.19102/icrm.2024.15021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: pm2210 ipg, implanted: (B)(6) 2013; 4965-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the epicardial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.